Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Please provide the patient's demographic information including age, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What tissue was being sutured when the event occurred? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays required to localize the needle fragment? What was the size of the broken needle fragment? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Trade name - irgacare®. Active ingredient(s) ¿ triclosan . Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2022 and a barbed suture was used. During the procedure, the needle broke and the needle stuck into the tissue. The procedure was completed by the physician and converted from lap to an open procedure. The surgery delay was about 30 minutes. The needle has been removed from patient during the same procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/26/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.